Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed in 5 devices; 3 devices had worn components and 2 had misaligned components. The devices were repaired and returned. The issue was not confirmed in 1 device; there was no defect found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the brakes were not holding. 5 events had no patient involvement. 1 event had patient involvement where the patient indicated they experienced pain.